Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported clip becoming caught on the guide soft tip resulting in difficulty removing the device appear to be related to user technique of retracting the device and there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the cds was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The sgc referenced is filed under a separate medwatch report.

Event description:
This is filed to report that resistance was felt during retraction of the clip delivery system (cds) with the tip of the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The sgc and the cds were in the left atrium when the sgc slipped back into the right atrium. The clip was brought back into the guide; however, during retraction the clip hit the soft tip of the sgc. When the sgc and cds were removed from the anatomy it was observed that the soft tip of the sgc was torn. New devices were prepped and used for the remainder of the procedure. One clip was implanted and the final mr grade was 1. The patient was stable post-procedure. No adverse patient effects or a clinically significant delay in the procedure were reported. No additional information was provided.